Event description:
It was reported that on the emergency drive the led (5000 rpm) does not light up. The failure occurred before use. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that on the emergency drive the led (5000 rpm) does not light up. The failure occurred before use. A getinge field service technician (fst) was sent for investigation and repair on 2023-12-19. The emergency drive board and the cable kit were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another emergency drive board with a similar failure was investigated by getinge life-cycle-engineering with the following result: a possible root causes could be an external mechanical stress or the inductance was faulty. Moreover, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: - defective led speed indicator referring to the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") the emergency drive must be checked before use. The review of the non-conformities has been performed on 2023-12-21 for the period of 2011-06-21 to 2023-12-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-06-21. Based on the results the reported failure "rpm led not illuminating on e-drive" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.